Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips and qc material. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer's spouse complained of discrepant inr results on coaguchek xs meter with serial number (B)(4). The customer initially tested at 2:38 p.m. With a result of 5.7 inr. The customer retested at 2:41 p.m. And 2:44 p.m. With results of 4.5 inr and 3.0 inr respectively. The customer used a different finger for each test. The customer's therapeutic range is "around" 2.6 inr. The customer's overall health condition is poor. There have been no changes in the customer's warfarin dose. No treatment was required. There was no allegation that an adverse event occurred. The customer is not anemic, does not have antiphospholipid antibodies and is not taking heparin or other direct thrombin inhibitors. The customer is eating less; the customer is not taking any new medications. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.